Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device onsite and performed an annual pm (preventive maintenance) on the unit. Opv (operational verification procedure) was performed and the unit met manufacturers specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported a transducer alarm on the vela ventilator. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.